Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood and tissue. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing was normal. No other anomalies were found.

Event description:
It was reported that patient presented in clinic due for full system explant. It was noted that patient did not want the system anymore and insisted for removal despite the physician advising against it. The patient's pacemaker, right atrial lead, and right ventricular lead were all explanted. Patient was stable.